Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the top of the screen disappeared it doesn't show the battery and insulin gauge or the time and date". Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 134 mg/dl.